Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, dfmea was reviewed in order to identify the possible causes for the failure: infection. The following potential causes were identified in the dfmea or in addition to this document: improper package, package damage during handling in manufacturing, package damage during handling at the customer, improper sterile cycle, user error, leakages, foreign bodies introduction in catheter, untrained personnel attempts to reuse or during placement, improper handling techniques during placement, improper aseptic techniques used during handling. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the catheter tip looked like it was broken off. The point of the tip was missing. There was no patient involvement. The issue was noticed when the catheter kit was opened during the dialysis procedure.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was received at the site for analysis and investigation; it consisted in four kits of the product ID 8813817009 kit 11.5 fr x 13.5 ce mahurkar. The samples were distributed as: one used sample that came inside a plastic bag and presented signs of use, one used sample that came inside an original opened bag and presented signs of use and two sealed samples that came inside its original polybag. The customer did confirm the samples had not been used on patients; the presence of blood on the catheters was from the physician¿s hands. Visual inspection was performed and it revealed that for the used samples a kind of corrosion was observed in different points of the catheter, the tip and the extension were observed highly damaged. The two sealed samples were received with damaged in the package; it presented holes in different points of the outer pouch. The pouches were opened and no defects were found for the inner blue overwrap, catheter or components. In order to evaluate if the material received is acceptable a DHR review was performed. According to the history record review, the referred lot does not reveal any deviation of the current procedure that might have contributed to the reported condition. The defects were identified after the opening of the package and customer manipulation. For the closed kits no defective conditions were identified; however the packages were received damaged. There is no evidence to link this failure with manufacturing activities. Based on the available information the most possible cause for this issue is related to an inappropriate manipulation or storage conditions. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.